Event description:
It was reported by service report that the plug sparks when it is plugged into the outlet. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - internally damaged power cord plug prong.